Event description:
Customer reported a crack on his insulin pump. His blood glucose was 400 mg/dl. The customer stated he had been hit by a tree prior to the crack occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. No additional information was provided.

Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, scratched lcd window and cracked reservoir tube lip.